Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was observed that cables break during surgery, there were no forced movements or friction with other instruments, it was removed and inspected, so it was replaced with backup instrument. The procedure was completed with no reported injury.